Event description:
It was reported that an alarm was heard; however, telemetry did not confirm it. The family had reportedly heard alarms; however, the health care provider (hcp) said that there were no alarms reported in the record. The reporter had listened to alarms online and reported what they were hearing now is different. They had heard the alarm three times in one and a half hours and it sounded musical and like it was coming from the stomach. It was also reported an overdose occurred and that the pump was malfunctioning. The patient was reportedly overdosed and was ¿catatonic¿ from the overdose and ¿won¿t be the same.¿ it was reported that there was morphine in the pump. Their ¿overdose/hospital stay¿ started on (B)(6) 2014 and now the patient had been relocated to a care facility. It was noted the patient was a drug addict that had overdosed twice on pain pills and their family didn¿t know that she was an addict. The family was questioning how the patient got the pump. While the patient was in the hospital, the family was told the pump was turned off but that managing health care provider (hcp) said that was impossible because they would have needed the pump off code. The managing hcp reportedly never returned phone calls and the family moved the patient from one hospital to another. It was a closer hospital; however, the hcp still didn¿t come. The reporter didn¿t know if a device manufacturer representative had been called to the hospital for assistance. It was then reported the family had concerns and raised them to their hcp regarding if the patient was getting too much medications and that the pump ¿made noises.¿ it was then noted that (B)(6) paperwork stated 6.25mg per day and that the medication was raised at least once or twice since then. The patient was also taking 30mg of ¿oxy¿ three times up to four times per day. The family wanted the pump removed but was concerned about the anesthesia. The family also wanted to discontinue the relationship with the managing hcp. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having a gradual increase in cognitive deficits culminating in profound altered mental status. It was noted that due to mental status changes, an attempt was made to decrease the pump rate first but when this did no improver her mental status, the pump was turned off as it did not seem that they knew how to put the pump at the lowest possible infusion rate. It was reported that the patient had been transported to a different medical center. At the last report, the pump was decreased to 1.25 mg/day and the alarm date was/will be (B)(6) 2014. The patient's encephalopathy was reportedly compounded by sepsis that had multiple sources including biliary, urinary tract infection, and pneumonia (aspiration). A review of the patient's chart notes showed that the pump was turned off on (B)(6) 2014. It was noted that there were no plans for pump explant at the time of report.